Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room after the pump delivered a bolus. Customer's blood glucose was 125 mg/dl. No further information on what led the customer to the emergency room, type of treatment that was recieved, or patient condition was provided.